Event description:
On going issues with packaging of tyco healthcare kendall vistec 7317 and 7318 x ray detectable sponges. Tyvek rips when peeling lid, making it impossible to get the product out sterile. Complaints have been filed with (B) (4) and samples returned in the past 2 months for the following lots: 92819007, 92739007, 92619005, 92959003, 93159003, 93499001, 92979005, 93229002, 92302700, 92619005.